Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced decreased blood glucose ranging "low"- 48 mg/dl; cause was unknown. The customer consumed glucose tablets to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.